Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2020, further described as "last week". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective patient line cap of an amia automated pd cycler set had disconnected. The green protective cap fell off the patient line when the packaging was removed during setup for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.